Event description:
A pt reported experiencing nausea while using a one touch meter. In 2001, pt's blood glucose was 73mg/dl on ot meter at 23:30pm. On date of event pt's blood glucose was 38mg/dl and 34mg/dl successively on ot meter. Pt visited an emergency room to have pt's blood glucose checked, but was not able to. Pt later visited a fire dept location where pt's blood glucose was 260mg/dl on an elite meter and 43mg/dl on ot meter. Pt reportedly drank orange juice and ate a candy bar on the way to the fire dept. Pt has been experiencing nausea on the morning of the event. No medical intervention has been sought. Pt did not provide any further info about the event.